Event description:
In 2009, a customer contacted baxter's tech svc ctr to report a high drain volume. Per the initial report, the home pt (hp) felt bloated and ended up manually draining approximately 5200ml. The technical svc rep (tsr) offered a swap to eliminate the homechoice as the cause of the increased intraperitoneal volume (iipv). The caregiver (cg) agreed to swap. Product surveillance contacted the pt two days later, the pt was not sure where he was in therapy when the symptoms started, however, he woke up feeling bloated at the end of therapy. The pt then disconnected from the cycler and performed a manual exchange. The pt's last fill volume was 1900ml. The pt stated since this event, he has swapped the device and continued therapy with no further problems. The pt notified his nurse of this incident. There was no pt injury or medical intervention. The probable cause based on iipv call script questions could not be identified. The device will be swapped and evaluated. This event meets iipv criteria.

Manufacturer narrative:
CAPA is currently listed on the reportable malfunctions list for the malfunction of over-delivery/iipv.